Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a transpac¿ it monitoring kit, 60" pressure tubing, 3ml flush device, un-bonded microdrip. The reporter stated that there has been inaccurately high blood pressure readings and high-pressure alarms cardiac care unit room 2004. There was patient involvement, unknown human harm and unknown delay in therapy reported.

Manufacturer narrative:
Investigation summary the reported complaint of increasing pressure alarms was confirmed. No visual anomalies were observed. When the transpac was electrically tested, and a wave form was able to be zeroed with the waveform visible on the monitor. The transpac it set was tested for continuous flow rate, when the pull flush is in an inactivated state, the sample failed to meet specification requirements. The dfu specifies that a 30 ml transpac it set must be used with a pump. The 3 ml set is not intended for use with infusion pumps. The probable cause of the increased pressure alarm had occurred due to the use of a 3 ml transpac it set in a pump application, contrary to its intended use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.